Event description:
It was reported that dilator tip damage occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Prior to insertion of the sheath into the access site, it was noted that the dilator tip was damaged. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. The sheath was returned with the dilator still inserted into the sheath. The dilator was removed to proceed with analysis. The functionality of the sheath was tested, and it was able to successfully deflect and hold deflection. Microscopic inspection confirmed that the dilator tip was damaged. The reported complaint was confirmed. Additionally, inspection of the inner diameter of the faradrive steerable sheath shaft noted excess adhesive on the inner rim of the shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure due to the excess adhesive in the inner rim of the shaft. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the lot number in section d4.

Event description:
It was reported that dilator tip damage occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Prior to insertion of the sheath into the access site, it was noted that the dilator tip was damaged. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. The sheath was returned with the dilator still inserted into the sheath. The dilator was removed to proceed with analysis. The functionality of the sheath was tested, and it was able to successfully deflect and hold deflection. Microscopic inspection confirmed that the dilator tip was damaged. The reported complaint was confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Prior to insertion of the sheath into the access site, it was noted that the dilator tip was damaged. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.